Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high; however a specific value was not provided. A correction bolus and manual injection were delivered and site changed to address bg. Reportedly, the infusion set had been in use for more than 48 hours, tandem technical support educated the customer on infusion set labeling.